Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low battery message for patient's ipg displayed on external devices when they attempted to set their system to surgery mode.. A manufacturer representative confirmed the issue as the ipg did not have enough voltage to provide relief and the generator was deemed inoperable. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.